Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to original implant was undersized. The cylinders were explanted, new cylinders were placed, and the reservoir was retained and used for the system. There were no patient complications reported.